Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
The customer reported that the touchscreen was partially functional.

Manufacturer narrative:
Date rec¿d by MFR: 11dec2019. Date of report: 12dec2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.